Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the battery gauge dropped from 100% to 5% immediately after being disconnected from a power source. Subsequently, the battery depleted and the pump shut off due to insufficient power. There was no reported impact to the customers' blood glucose. Reportedly the customer would continue to use the pump for insulin therapy. The customer also had manual injection supplies available.